Event description:
We became aware on 10/24/2022 that a sign fin nail implanted to repair a fracture was replaced due to instability at the fracture site. The fin nail was replaced with a 10mm x 360mm standard im nail per the sign technique manual.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the instability is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveilance activities.